Manufacturer narrative:
Section a: additional patient information cannot be provided due to personal data privacy legislation/policy. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient got part of their percutaneous driveline cable stuck in a car door. The damaged part was taped with rescue tape. The site noted their modular cable was severely discolored and damaged, so the modular cable was exchanged.